Event description:
A lifecor employee attempted to insert a battery pack into the monitor for training. The battery pack would not go into the monitor completely. It was observed that the pins inside the monitor were bent.

Manufacturer narrative:
Monitor, battery pack - 2007. Device evaluation summary: device evaluations of monitor and battery pack have been completed. The reported problem was confirmed. The monitor had a damaged battery connector. The root cause of the damage cannot be positively identified but appears to be the result of the battery pack being forced into a misaligned connector. The connector was repaired. The monitor was retested and then restocked. Battery pack was tested and found to be functionally normal. It was restocked. The damaged connector on the monitor was replaced. No adverse event resulted from the damaged monitor.